Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that side branch stenosis occurred. In (B)(6) 2018, the patient had evidence of ischemia and was referred for cardiac catheterization. Index procedure was performed on the same day. The target lesion was located in the mid left anterior descending (lad) extending to distal lad with 90% stenosis, a length of 35 mm, and reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 48 mm study stent. Following post-dilatation, residual stenosis was 0%. Baseline core lab angiography revealed 0% side branch stenosis in 1st diagonal branch. Post procedure angiography revealed 80% 'branch percent stenosis'. The patient was discharged on the same day on dual antiplatelet therapy.